Event description:
Angio-sculp failure; balloon portion of catheter separated in right coronary and had to be stented against the arterial wall per physician. Reported to manufacturer and no apparent injury to patient currently. Dates of use: 2009. Diagnosis or reason for use: chest pain.